Event description:
The duett was deployed following a diagnostic procedure (via a 5 fr sheath in the right common femoral artery). Hemostasis was achieved, however, the physician did note resistance due to scar tissue during the deployment. The pt developed symptoms consisting of pain in the right leg, loss of color and no pulses. An angiogram revealed an occlusion at knee level and down the leg. An aspiration of the thrombus with a snare was performed, along with the pt receiving a tpa bolus and infusion. An angiogram the next day showed improvement, but an occlusion in the tibial artery was discovered. Another tpa regimen was started, and a fasciotomy was performed to relieve compression. The pt developed acute renal failure due to toxicity of the ischemic tissue and dye overload. The pt has developed some muscle damage.